Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a software error detected alarm. Blood glucose level at the time of the incident was unknown. Customer stated the insulin pump error occurred during rewind. Customer was advised that the error table indicates the insulin pump should and will be replaced. The customer agreed to return the device for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit properly communicated and received blood glucose readings from the contour next blood glucose meter. Pump error 53 found in the pump history due to software error.